Event description:
Customer's mother was contacted through an outreach program to discuss customer's hospitalization. Customer was experiencing high blood glucose and was vomiting. Customer went to the emergency room for high blood glucose. Her blood glucose was 300 mg/dl when hospitalized. This occurred in may or june. Customer had a stomach virus. She was released the same day. Customer was wearing the device when she went to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.